Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead t-wave oversensing (twos) was observed during a routine device evaluation. It was noted the twos had been recurring over several months, resulting in double counting with non-sustained ventricular tachycardia episodes observed. The sensitivity settings of the rv lead were adjusted; the patient underwent defibrillation threshold (dft) testing and rv lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.